Event description:
A patient contacted the depuy mitek quality department. The patient stated she had left shoulder surgery approximately five (5) years ago. She had persistent pain in her shoulder and never felt right. She returned to the surgeon approximately three (3) months later who eventually performed a second surgery to remove the anchor and clean out the area. The patient did not have specific dates for either surgery. The surgeon told her it was some type of inflammatory response. The patient did not specifically state if the surgeon believed it was a reaction to the anchor or the suture. When asked if she had the product code and lot number of the device, patient stated she did not.

Manufacturer narrative:
The device is not being returned to depuy mitek for evaluation and root cause analysis. The patient did not have the product code or lot number of the device, nor did she have specific dates of the first and second surgeries. The patient was given the appropriate contact information as well as the ra# number should she obtain additional and want to update the above file. No further corrective or preventative action is warranted at this time. When and if additional is received that is both pertinent and germane to this issue, that information will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints.